Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10465. Reference MFR report: 1627487-2012-10467. The pt received the scs system which included the ipg and leads from different lots. It was reported, the pt is experiencing stimulation down her legs (her pain pattern is pelvic pain) which she attributes to the sacral retrograde placement of her scs device (off label). Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.